Manufacturer narrative:
This is 1 of 12 cases a customer reported to us from their 4 year experience using flexi-seal fms in their hospital. We first became aware on (B)(6) 2011. The company requested detailed info which would have required pts medical records review. The hospital could not accommodate this request due to lack of resources. The physician, who initially informed us, shared his best recollection of the events as reflected above. The event is deemed serious as it eventually resulted in death. From a clinical perspective, a causal relationship between the device and this event is deemed possible although more detail that would permit a more definitive statement of causality will not be forthcoming. (B)(4).

Event description:
Stated problem: pressure necrosis, recto-urethral fistula, pelvic sepsis. Pt of unk age was treated in the surgical intensive care unit for lung cancer. Flexi-seal was in use when pt developed pressure necrosis and recto-urethral fistula. The pt reportedly died "secondary to pelvic sepsis and rectourethral fistula".